Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to mixed degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, during the third grasp attempt, the grippers did not raise. The clip got caught in chordae and could not be freed. The decision was made to implant the clip on chordae and the leaflets. Mr was reduced to 2-3. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
The device was returned and investigated. The reported gripper actuation and entrapment of device component issues could not be replicated in the testing environment as the clip and gripper line were not returned. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no similar incidents from the reported lot. The reported patient effect foreign body in patient (failure to delivery mitraclip to the intended site) as listed in the mitraclip ntr/xtr system instructions for use is a known possible complication associated with mitraclip procedure. All available information was investigated and a definitive cause for the reported difficult to open or close and entrapment of device component could not be determined. The reported foreign body in patient was due to procedural circumstances. The observed damaged clip introducer was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.